Event description:
The event involved a 127" (323 cm) appx 9.7 ml, transfer set w/microclave® clear, dual check valve, smallbore clear/pur yellow trifuse ext set w/2 microclave® clear (yellow, green rings), 2-0.2 micron filters, rotating luer where it was reported staff went to check infusion lines and noticed the filter of intravenous line was sticky. They wiped area with alcohol swab and waited 5 minutes, when the reporter came back the green filter was wet and dripping. There was patient involvement, but no adverse event reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Additional reporter: the stevens company limited. (B)(6).